Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and locked out as intended. The device was disassembled and no anomalies were noted with the internal components. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clips would not close all of the way and were falling off. No other information is available. It is unknown how the case was completed. There was no adverse consequence to the patient.